Event description:
It was reported that this right atrial (ra) lead triggered an alert for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended. Technical services (ts) reviewed the data and found the raat test to be unsuccessful. The lead remains in service and no additional adverse patient effects were reported.